Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Added additional information the device was received in a good physical condition. The device was connected to a test hand piece and a generator and was functionally tested. No anomalies were noted while performing the cut test during analysis. There were no functional issues that could have contributed to a hemostasis issue during the procedure. The device was fully functional and conforming to design specifications.

Event description:
It was reported that during a hiatal hernia procedure, the shear was not coagulating vessels, only sectioning them which caused bleeding of the vessels of small gastric curvature. Another like device was used to complete the procedure. There were no adverse consequences for the patient.